Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. The o2 gas module regulates the inspiratory oxygen gas flow to the patient. During simulated use test in a ventilator the gas module failed the pre-use check in the subtest "flow transducer test". The test log from the pre-use check shows that the gas module deliver less oxygen gas to the patient with the consequence that the oxygen concentration will be lower than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows that the matching event on october 9, had alarm for low o2 concentration.

Event description:
Manufacturer ref. #: (B)(4).